Event description:
Alleged when the brake is activated the brake steer will engage, but the brake caster never engages.

Manufacturer narrative:
The technician found the brake block assembly was broken. The technician replaced the brake block assembly to repair the bed.